Event description:
It was reported that the asymptomatic presented with a false eri/eos alert on the device. Upon interrogation, there was an eri date stamp of (B)(6) 2014 and an eos date stamp of (B)(6) 2017. The eri date stamp was a pre-implant date. The false eos alert was likely due to cautery interference during a lead revision. A device download was successfully performed. The patient will continue to be monitored.